Event description:
After using an asepto bulb syringe for irrigation in breast implant case, a piece of, what looks to be, cardboard was seen in the shaft of the syringe. It was not previously seen there so the assumption was that it must have been in the bulb of the syringe during packaging/manufacturing. The asepto was discarded and replaced and gloves were changed.